Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging, and one (1) photograph were provided for evaluation. It should be noted that only the venous portion of the set was returned. The provided photograph was reviews per specification. From the photograph, the lot number of the product label can be identified and confirmed based on the report incident. An attempt was made to determine if the dialysis connector was attached or disconnected from the tubing, but the end of the tubing where the connector would be was not shown in the photograph. No other conclusions can be drawn as all connections in the photograph look to be intact. Thereafter, the returned sample was reviewed per specifications for any disconnections. The set was observed to be assembled per product technical drawing. Additionally, further inspection showed that the dialysis connector was attached appropriately. A pull test was performed with passing results. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: venous tube of line set came apart from the portion that screws onto the dialyzer during setup. No injury reported.